Event description:
The customer reported the device had an operational malfunction. The local philips representative reported that the device 'hangs up'. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device had an operational malfunction. The local philips representative reported that the device 'hands up'. There was no report of pt involvement or adverse pt impact. The local philips representative evaluated the device and resolved this issue by replacing the optical energy select switch.